Event description:
It was reported that the patient suffered from arthrofibrosis on the right knee joint. The event was treated via manipulation under anesthesia.

Manufacturer narrative:
H10: the devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2015 and 2017. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: without the relevant supporting clinical information, a thorough medical investigation of the reported stiffness cannot be rendered at this time. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint will be re-assessed. A definitive root cause could not be determined. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.